Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the lead.

Event description:
Additional information received indicated that the rv lead was fractured, and the patient experienced dizziness and dyspnea. Subsequently, a revision procedure occurred, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances, measuring greater than 2500 ohms. Boston scientific technical services (ts) discussed there also appeared to be loss of capture (loc), and recommended evaluating the rv lead. At this time, the rv lead remains in service. No adverse patient effects were reported.